Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mc/ml gablofen at a dose of 135 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient had been experiencing itching, a mild increase in his spasms, and tingling in his feet. The patient¿s mother indicated he had been doing really well with his current dosing. The patient hit his back on his wheelchair when attempting to transfer himself and not his back on the wheelchair. When talking to the nurse, it sounded as if the patient had been more active because he had been doing so well with his current dosing. A pump study was attempted today, but the interventional radiologist wasn¿t able to aspirate the catheter, so no dye was pushed. The managing healthcare provider (hcp) elected to increase his daily dose by 10% to 148.5 mcg/day up from 135.1 mcg/day to see if this might decrease the symptoms the patient had been experiencing since (B)(6) 2017. It was unknown if the issue was resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked, but unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.